Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Healthcare professional reported "capsulation" baker's grade unknown. The device was explanted. This record is for the left side.

Event description:
Additionally, healthcare professional reported rupture.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Additional, changed, and/or corrected data: b.3., b.5., d.1., d.2., d.4., d.6., d.7., e.3., g.1., g.5., h.4., h.6. A review of the device history record has been completed. No deviations or non-conformances noted.